Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, eczema, pain ankle, vaginal itching and yeast infection. Concomitant products included betamethasone, hydrocortisone acetate and mometasone furoate (elocon). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vulvovaginal rash ("rashes or skin conditions type: vagina was red") and pruritus ("itching"). In (B)(6) 2009, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection like symptoms that lasted for 5 years"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced rash ("skin rash,rash"), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), inadequate lubrication ("hormonal changes describe: my vagina would no longer produce natural lubrication") and thinking abnormal ("irrated"). The patient was treated with surgery (to remove the essure implant/tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic infection, fungal infection and female sexual dysfunction had resolved and the rash, abdominal distension, hypersensitivity, vulvovaginal rash, inadequate lubrication, thinking abnormal, dyspareunia, vaginal discharge, fatigue, weight increased and pruritus outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspareunia, fatigue, female sexual dysfunction, fungal infection, hypersensitivity, inadequate lubrication, pelvic infection, pelvic pain, pruritus, rash, thinking abnormal, vaginal discharge, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; vaginal discharge, vaginal irritation, vaginal itching, pruritus. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Lab data added. Concomitant medication and condition added. Events: infection (bladder/ urinary tract/vaginal) type: yeast infection like symptoms that lasted for 5 years, apareunia (inability to have sexual intercourse), infection (other) describe: pelvic, rashes or skin conditions type: vagina was red, hormonal changes describe: my vagina would no longer produce natural lubrication, irrated, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, itching were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic infection ("infection (other) describe: pelvic") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, eczema, pain ankle, vaginal itching and yeast infection. Concomitant products included betamethasone, hydrocortisone acetate and mometasone furoate (elocon). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced vulvovaginal rash ("rashes or skin conditions type: vagina was red") and pruritus ("itching"). In (B)(6)2009, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient experienced urogenital infection fungal ("infection (bladder/ urinary tract/vaginal) type: yeast infection like symptoms that lasted for 5 years"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced rash ("skin rash,rash"), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), inadequate lubrication ("hormonal changes describe: my vagina would no longer produce natural lubrication") and irritability ("irritated nos"). The patient was treated with surgery (to remove the essure implant/tubal ligation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, pelvic infection, urogenital infection fungal and female sexual dysfunction had resolved and the rash, abdominal distension, hypersensitivity, vulvovaginal rash, inadequate lubrication, irritability, dyspareunia, vaginal discharge, fatigue, weight increased and pruritus outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, inadequate lubrication, irritability, pelvic infection, pelvic pain, pruritus, rash, urogenital infection fungal, vaginal discharge, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - in (B)(6)2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records ; vaginal discharge, vaginal irritation, vaginal itching, pruritus. Amendment: the report was amended on (B)(6)2019 for the following reason: coding correction: event "irritated" was not specified or clarified. It was interpreted as a misspelled from irritated (and coded for irritability). Code changed to irritability. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), abdominal distension ("bloating") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, rash, abdominal distension and hypersensitivity outcome was unknown. The reporter considered abdominal distension, hypersensitivity, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.